Event description:
Status post stent to rca via right femoral approach. Patient complained of numbness and tingling in leg with loss of doppler pedal pulse. Stat vascular consult. Patient to operating room with operative findings of angioseal closure device in 2 pieces causing dissection of the right cfa.